Manufacturer narrative:
Serial #: unknown, not provided. Expiration date, completed catalog # and unique identifier (UDI#): unknown, because the serial number was not provided. If implanted, give date: unknown, not provided. There is no indication that the lens was explanted. Device manufacture date(s): unknown, because the serial number was not provided. (B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the serial number is unknown, therefore the manufacturing records for the intraocular lens could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol) the surgeon had an issue with the preloaded lens, model pcb00. Reportedly, the further he turned the screw of the injector, the more the lens rotated counter clockwise. By the time the lens was fully free of the injector, it was close to upside down in the patient's eye. This did not cause a problem because the lens was slow to unfold and the surgeon flipped the lens to the right side before it opened. Additional information revealed that there was no injury to the patient. No further information was provided.